Event description:
This is a report of a colleague infusion pump with a damaged battery, which could have caused an interruption of delivery. The reported condition occurred during programming/setup. There was no patient involvement, injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter?s investigation, a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of a damaged battery was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to depleted main batteries due to user error. The main batteries were replaced to correct this condition.